Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the meter remote was powered on and immediately alarmed for an error 1. The meter remote was unable to be paired with a meter due to the error 1 alarm which prevented further testing of the meter remote. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the meter remote had an ¿error 1¿ message on it when the meter was turned on. The reporter indicated that the battery was changed and the meter remote continued to receive the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.